Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-11566 for details pertinent to this event.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated in the report that the doctor performed a tracheostomy and intubation on the patient. After the tracheal tube was implanted, attempts to inflate the balloon revealed a leak. A replacement tube was replaced, but the leak persisted. It was only after the second replacement that normal use resumed. The procedure was promptly addressed, and no harm was caused to the patient.